Manufacturer narrative:
Device not accessible.

Event description:
It was reported that the under-carriage will not raise (cot height cannot be adjusted). No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The device was unable to be located. H3 other text : device was not accessible.

Event description:
It was reported that the under-carriage will not raise (cot height cannot be adjusted). No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.